Event description:
During an svt procedure, communication and impedance issues with the catheter resulted in a procedural delay. The ablation catheter was removed following best practices and connected to the coolpoint pump, the tactisys, and the ensite x se port. The catheter was flushed and inspected before inserting into the patient. On the mapping system, the catheter was visualized, the catheter signals were seen, and the contact force was able to be zeroed. However, it was noted on the generator metrics that the impedance readings were 200 ohms. The ampere message stated, "catheter not connected." The tactiflex rf cable (from tactisys to ampere) was replaced and the impedance now read 999 on the mapping system and the ampere continued to not recognize the catheter connection. The ampere and tactisys were both power cycled with no resolution. The ampere was then replaced but the issue persisted. The catheter was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One uni-directional, curve f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported ampere recognition and impedance issue could not be confirmed. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
The device was received for evaluation. This report includes an updated analysis.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.